Event description:
Reporter indicated that vns pt developed an infection at the chest incision site. It was reported that the pt's generator was implanted on the right side with the lead placed on the left side because the pt is also implanted with a cardiac pacemaker. It was reported that the pt has a scab at the chest incision site and that the site was swollen with a small amount of nighttime bleeding. Treating neurosurgeon prescribed 2 oral antibiotics and will possibly prescribe IV antibiotics depending on results of laboratory tests.